Manufacturer narrative:
(B)(4). Initial reporter: city - (B)(6). . The device was serviced at the customer site by a field service technician. Visual inspection determined that the device was in good physical condition. Review of the alarm log identified an f_38 alarm on channel one which would have locked the device. This confirmed the reported condition. The cause of the f_38 alarm was determined to be force sensing resistors (fsrs) that were out of specification. To address this issue, the fsrs were replaced. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that channel one of a flogard infusion pump did not function. It was not reported when in the process this occurred. There was no patient involvement. No additional information is available.